Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a revascularisation of the popliteal and sfa using in.pact admiral paclitaxel-eluting pta balloon catheters. During the revascularisation, a dissection occurred which was treated using a stent. The outcome was resolved.